Manufacturer narrative:
The field report of capture anomalies was not confirmed. As received, a complete lead was returned in one piece with all four tines were found to be intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead did not find any anomalies.

Event description:
During follow-up, intermittent capture was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced and the patient was stable.